Manufacturer narrative:
Summary evaluation: no data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting that cataract surgery was performed at the same time as the device implant procedure was performed. A needling was performed approximately one month following the initial procedure due to increased intraocular pressure (iop). The needling did not improve the iop, thus the trabeculectomy was performed approximately five months following the device implant. Bleb reconstruction was performed when the device was removed. Corrected information: dysfunction (blockage) of the device occurred eleven months following the initial procedure, so the device was removed.

Event description:
An ophthalmologist reported that following a glaucoma filtering device implant surgery, the scleral flap was found to be evanesced and the exposed plate part of the shunt caused the conjunctiva to be torn. The device was explanted. A trabeculectomy was performed. Additional information was requested.